Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The caller understood the instructions to contact support again if the malfunction recurred.